Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's balloon would not inflate following insertion into the airway and was ruptured. Another kit with this tracheostomy tube was used and the same result occurred. The patient was re-cannulated.